Manufacturer narrative:
Alcon is conducting an ongoing investigation of reports of post-operative inflammation that were reported in cataract surgery patients implanted with restor and restor toric family of iols in (B)(6) since mid-january 2015. In the interest of patient safety, all restor and restor toric iols were voluntarily recalled from the (B)(6) market on 15-apr-2015 and surgeons in (B)(6) were advised not to implant the restor and restor toric family of iols. Following this recall, an increase in the number of cases of post-operative inflammation were reported for acrysof® iq toric iol models sn6at6, sn6at7, sn6at8 and sn6at9. Therefore, on september 29, 2015 the voluntary recall was expanded to include these additional lens models. Product evaluation: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested the manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported postoperative endophthalmitis following a cataract intraocular lens (iol) implant procedure. Product sample is unavailable for return as it remains implanted.

Event description:
Additional information was received that the patient's symptoms resolved.

Event description:
Bacteriological testing was not performed. The clinical judgment of the inflammation was determined to be non infectious according to clinical findings and effectiveness of steroids.